Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). The rep was calling intra-operatively to report impedance results. The electrode impedances test at 3.0 volts resulted in greater than forty thousand ohms. The high impedances were on 0-7 contacts. The hcp swapped the leads but they still had high impedances on the 0-7 lead. The hcp flushed the ins with sterile water which resolved the 0-7 contacts but contact 10 and 11 now had high impedances. The hcp swapped the leads again and the problem moved to contacts 2 and 3. The rep would test the leads with the multi lead trialing cable. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that post op impedances were still high on electrodes 2 and 3. The rep stated that they were able to program around them. No further complications were reported.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.